Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image n the screen after they try replacing the battery place. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump had no other error was displayed before the open book image was displayed on the screen. The device will be returned for analysis.